Event description:
Bd insyte autoguard needle did not retract into sheath when button was pressed after completing insertion of intravenous catheter. Rn shielded exposed needle with cover and retained device for inspection.